Manufacturer narrative:
Laboratory analysis was completed. Laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, initial analysis indicated eri was triggered while implanted, this device passed the longevity calculation, and there were no fault codes, resets or errors noted. This device, however, failed the functional mate testing. Once analysis is complete this report will be updated.

Event description:
Boston scientific received information this cardiac resynchronization therapy pacemaker (crt-p) was returned for disposal. There were no allegations against the device. There were no adverse patient effects reported.